Event description:
An aus device was implanted on 10/18/93. The balloon was revised on 1/9/95. A tandem cuff was implanted on 1/22/96. A cuff was revised on 1/31/96. The posterior cuff was removed from the pt on 3/21/97 due to erosion.